Event description:
It was reported that while attempting to treat a lesion in the lcx, using a right femoral approach, the stent was deployed to treat an intimal dissection with an extravasation of contrast medium developing after deployment, however, echocardiography revealed no pericardial effusion visible. No add'l treatment was reported.